Event description:
It was reported that the target lesion was located in the circumflex artery. The vessel was characterized as being heavily tortuous and calcified, eccentric and de novo with a 90% stenosis. Pre-dilatation was performed prior to a xience v stent being implanted proximal to the lesion. Then, the 2.5 x 28 xience v was advanced through the previously implanted stent, but failed to advance beyond the mid part of the target lesion. The physician pushed hard, but the stent would not advance to the target; therefore, the stent delivery system removed. During removal, slight resistance was felt with the previously implanted stent and once outside the patient, the stent struts were found to be flared. The procedure was completed at this point. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) found blood in the guide wire lumen and on the balloon and contrast in the inflation lumen. This is consistent with preparation, a guide wire inserted into the lumen, and the sds advanced into the body. The stent implant was stationary on the tightly folded balloon between the markers. Analysis also noted the proximal end of the stent implant was stretched distally. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents. The tip length and stent outer diameters were measured and met manufacturing criteria. In this case, the patient anatomy was heavily calcified and tortuous, in addition to the attempt to cross the previously implanted stent, all of which likely contributed to the failure to advance and noted stent damage. It should be noted that the xience v instruction for use (IFU) cautions that in treating more than one vessel per coronary artery with these stents, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Further, it was reported that resistance was met during removal as the stent interacted with the previously implanted stent. The IFU also instructs the user that should any resistance be felt at any time during coronary stent system withdrawal, the stent delivery system and guiding catheter should be removed as a single unit. Since there was no report of any damage observed to the sds or stent implant prior to the procedure, this may suggest that a product deficiency did not contributed to the reported difficulties. In this instance, the damaged stent likely became entangled with the previously implanted stent during the attempt to withdraw the sds and thus contributing to the reported resistance. To ensure this type of event is not the result of a product deficiency, all sds are 100% visually inspected online for stent damage, including at the point that the protective sheath is placed on the stent. A review of the product manufacturing records did not reveal any nonconforming material records (ncmr) associated with this lot that could have contributed to this report and there have been no related incidents reported for this lot. This suggests that there are no lot specific product quality deficiencies. In this case, the failure to cross, stent damage, and difficulty removing the sds appear to be related to operational context. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Distal to stent, against resistance. Dil cath: lacross hp 2.5x10. Guide cath: launcher 8f jl4 sh. Stent: xience v 3.0x18. The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.